Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, a physician experienced difficulty in extending the helix of this right ventricular (rv) lead. The helix eventually extended after rotating the tool more 40 times and the rv lead was then positioned in the heart. Measurements of the rv lead taken afterwards were unable to be obtained due to oversensing of noise causing the physician to assume the rv lead was fractured. The rv lead was removed and replaced prior to pocket closure and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.